Event description:
It was reported that the insulin pump gave a motor error alarm during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. No motor error alarm was noted. The insulin pump had a missing end cap sticker.